Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with no capture on the left ventricular lead. The elecrtrogram showed atrial activity on the lead. X-ray confirmed that the lead had dislodged into the right atrium. The lead was explanted and replaced. The patient was stable.